Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she is on steroids and it is causing her blood glucose to be high. Customer was told to take manual injections for blood glucose over 250 mg/dl. Customer declined troubleshooting for high blood glucose because she thinks it's due to the steroids. Customer reported having a blood glucose of 566 mg/dl in another call. Customer stated that she is going to take 13.0 units through a syringe. Customer called again and had blood glucose over 400 mg/dl but declined troubleshooting and stated that it is not the pump or the site. Customer later called and needed help changing her settings. Customer's blood glucose was 700 mg/dl last night and in the 500's mg/dl this morning. Customer stated that she is on steroids and declined troubleshooting. Customer stated that she is in contact with her health care professional and she gave her the setting change for her pattern b basal rate.